Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A synergy 3.00 x 24 drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was caught. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent was hung on the calcium before semi balloon inflation. Upon removal, only the semi-balloon (stent balloon) was withdrawn from the guide catheter. A non-bsc coronary dilatation catheter was then used to remove the synergy stent.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent was returned hanging on the mini trek device for analysis.the stent only was returned for analysis and the stent delivery system was not returned. A visual examination of the crimped stent found that the stent had detached from the sds and was returned hanging on a mini trek device. The stent was damaged the whole length with stent struts squashed. As part of the analysis, a review of the manufacturing data for the stent profile was performed. This measurement is within the specification. Balloon profile, tip profile, hypotube profile and shaft polymer extrusion profile could not be examined as the sds was not returned. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A synergy 3.00 x 24 drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was caught. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the stent was hung on the calcium before semi balloon inflation. Upon removal, only the semi-balloon(stent balloon) was withdrawn from the guide catheter. A non-bsc coronary dilatation catheter was then used to remove the synergy stent.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A synergy 3.00 x 24 drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was caught. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.